Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that pt had their controller get confiscated at the airport and they got the controller replaced. Pt got it on thursday they thought and then attempted to charge on friday. Pt noted they tried to charge the controller all night and it would still not turn on for it would not recharge. Pt took out the controller battery and put 2 aa batteries in turning the controller on but it it said hook to a charger so they put other controller battery back in but it won't do anything. When they put the battery in the back it does not sit down and there is a space for its not flashing. During call pt verified no damage to the controller battery and when asked to inspect the controller battery compartment pt said one pin looked all the way back against hard plastic the other 3 are not, for one pin was bent back and 3 were forward. During call pt removed the controller battery and plugged the controller into the ac power supply, pt verified the controller turned on. There was a memory problem message. Pt put the battery back into the controller and verified the controller had a green solid light. Pt unplugged the controller from wall and screen went blank then came back on then went blank again; the controller would not stay on. The issue was not resolved.

Manufacturer narrative:
Continuation of d10: product ID 97745 serial# (B)(6) product type programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #: (B)(6), h3: analysis of the device, model # 97745, s/n (B)(6), revealed broken battery terminal. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.